Event description:
It was reported that during unilateral biportal endoscopic procedure, saline used for recirculation leaked from the tube connection of the at10 and the connection between the at10 and em810, causing the handpiece to overheat. It was reported that there was no heath damage to the patient as a result of this event and the procedure was completed using the reported product continuously.

Manufacturer narrative:
Product analysis for em800, serial/lot# (B)(6): evaluation could not reproduce the reported malfunction of overheating as the temperature observed was 100.2 f. It was noted that the device failed the hipot test. Product analysis for em800, serial/lot# (B)(6): evaluation could not reproduce the reported malfunction of overheating as the temperature observed was 95.9 f. It was also noted that collet depth is out of specifications and the device failed the hipot test. Product analysis for mr8-at10, serial/lot #: (B)(6): evaluation could not reproduce the reported malfunction of overheating as the temperature observed was 89.4 f. It was noted that the drive shaft was chipped. Product analysis for mr8-at10, serial/lot #: (B)(6): evaluation could not reproduce the reported malfunction of overheating as the temperature observed was 92.3 f. It was also noted that the drive shaft was chipped. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) ; product ID: mr8-at10, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: mr8-at10, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date of incident or estimated date of incident was not provided to the manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis for em800, serial/lot# (B)(6). It was also noted that collet depth is out of specifications, internal corroded, shaft broken and the device failed the hipot test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.